Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. During a pump system check a new cartridge was loaded, a minimum fill notification was received, and a pump air leak was detected. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 300 mg/dl at time of event.